Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that they experienced low blood glucose due to treating high blood glucose of 364 mg/dl with manual injection. The customer's blood glucose was 35 mg/dl at the time of incident. The insulin pump will not be returned for analysis.